Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a confirmed fracture occurred to patient's right ventricular (rv) lead. High impedance, oversensing and noise were recorded from the lead. The rv lead was explanted and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.